Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. There was kinked strut(s) on the inner channel and there was a kinked strut(s) on the outer cage. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a mechanical thrombectomy procedure, an embotrap ii 5x21 revascularization device (et007521, 20j048av) could not be introduced into the headway 21 microcatheter (mc). Additional information received indicated that the resistance was first felt at the microcatheter hub; the introducer was introduced into rhv, but embotrap ii did not enter into the microcatheter from the introducer. It was not necessary to remove the microcatheter. A competitor¿s stent retriever was used without problems after the incident with the mc. There was nothing obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. The initial examination of the returned embotrap device identified deformation of the proximal and distal sections of the outer cage and inner channel of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal struts and struts of the distal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and returned headway 21 microcatheter. The returned embotrap device failed to deliver into the lumen of the returned headway 21 microcatheter, confirming the complaint event. During the complaint event recreation, it was noted that attempting to advance the device against resistance resulted in bending of the distal struts of the device, resulting in additional damage to the device. A sample undamaged embotrap device was successfully delivered through the returned headway 21 microcatheter, confirming an undamaged embotrap device can be successfully delivered with the returned headway 21 microcatheter. Device insertion and delivery assessments were also performed with a sample embotrap device and sample headway21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway21 microcatheter hub. Recreation of the damage present on the returned embotrap was performed with a sample embotrap device and sample headway21 microcatheter. Damage to the distal section of the device was recreated by simulating a cause of resistance to advancement of the device into the microcatheter lumen at the distal section of the device. The device failed to deliver during this simulation and upon inspection post attempted delivery damage to the distal section similar to that observed on the returned device was observed. A device history review (DHR) was performed with lot 20j048av and no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event showed no signs of damage or constriction present in the hub of the returned microcatheter. Previous investigations of similar complaint events have demonstrated that a probable cause of device damage consistent with that evident on the returned device, which can result in a failure to advance through the microcatheter, is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). Based on previous investigations of similar device damage and failure to load into the microcatheter it is determined that a probable root cause is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Damage to the device consistent with that observed on the returned device can occur if the resistance to advancement occurs at the distal most part of the embotrap device. It was reported that following the complaint event a new embotrap device was successfully delivered through the headway 21 microcatheter. Delivery of an undamaged embotrap device was confirmed during the complaint investigation. This confirms that an undamaged embotrap device fully seated in the headway 21 microcatheter hub can be successfully delivered. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy procedure, an embotrap ii 5x21 revascularization device (et007521, 20j048av) could not be introduced into the headway 21 microcatheter (mc). Additional information received indicated that the resistance was first felt at the microcatheter hub; the introducer was introduced into rhv, but embotrap ii did not enter into the microcatheter from the introducer. It was not necessary to remove the microcatheter. A competitor¿s stent retriever was used without problems after the incident with the mc. There was nothing obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. Based on the product analysis of the device received, there was kinked strut(s) on the inner channel and there was a kinked strut(s) on the outer cage.